Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the incision over the ipg opened up on (B)(6) 2017. The patient underwent surgical intervention on (B)(6) 2017 where the pocket was opened, the ipg was removed and replaced and the pocket was closed. The patient was prescribed antibiotics to see if the incision would heal. Cultures were taken however results are unknown. Therapy was resumed.